Event description:
Complainant reports a short count of three in the box. Six out of the seven within the box, the envelope was not sealed properly. The products were open and not sterile.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A request for clarification of information was sent on (B)(6) 2014. Additional information was received via email on (B)(6) 2014 informing the reported issue was noted upon opening the product. It was further reported the product was not used. It was further noted on (B)(6) 2014 by the investigative site that a review of sap this lot number is incorrect, as the lot number reported is for a wafer. A request for clarification of the reported lot number was sent on (B)(6) 2014. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.